Manufacturer narrative:
Problem of lead suture broke. A visual examination of the returned uphold¿ lite revealed no damage to the capio slim suture capturing device. Analysis reveals that the suture on the blue dilator was broken and the dart was missing and not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during an unknown procedure on (B)(6) 2017. According to the complainant, during the procedure the cage failed to catch the needle. The procedure was completed with another uphold (tm) lite w/ capio slim. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation finding: suture broken.